Event description:
It was reported that the patient had an issue with the implant utilized in the acl repair previously performed on (B)(6) 2004. That was the first knee surgery and first acl reconstruction using arthrex implants. During the following years, the patient claimed several times that she suffered pain. The patient was evaluated on (B)(6) 2008 in a pre-op visit and was told that the allograft had loosened. On (B)(6) 2008, the second knee surgery and the first acl reconstruction revision with allograft was done. New materials were implanted (ar-5035tb-11, ar-1351lb plus an allograft).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. There was no arthrex product failure reported but the devices were removed to install a second allograft at the same location. A likely cause of the event was patient non-compliance or re-injury. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted.